Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during a revision surgery for a broken screw head, another fragment broke off of the screw in the extraction bolt. The head of the screw was thrown away during surgery. The broken screw fragment remains implanted in the femur shaft. The variable angle locking 6 hole compression plate was intact. Screws were explanted and it was confirmed the other screws removed successfully; only one screw was broken. The patient was re-plated with an 8-hole lcp congular plate and screws. It was also reported that a hollow reamer broke off while reaming during the revision procedure, but all parts were retrieved. The surgery was completed successfully. The procedure was extended by fifteen minutes due to the complained events. Initial implant surgery took place in 2013; the exact date was not provided. The condition of the patient after surgery was reported as unknown. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the spare reamer tube was received intact. The device shows moderate to heavy wear and is missing several teeth and a small portion of the tip of the device. The spare reamer tube is intended for use in the screw removal set per the technique guide. The returned device shows moderate to heavy wear and is missing a triangular portion of the tip of the device in addition to missing several teeth. The device was returned and reported to have broken when being used to explant a 4.5mm va-lcp curved condylar plate and its associated screws. This condition is confirmed; the device has a triangular gauge in the tip which runs one centimeter down the length of the device. The damage was due to a collision with a substance harder than bone during the procedure such as either the screw or the plate. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.